Event description:
It has been reported to philips that the customer was unable to acquire images due to low disk space. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system cannot acquire images due to low disk space. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. Customer resolved the issue before it had to go further with philips dispatch. Few days later, issue was reoccurred. The philips engineer replaced the ippc and installed the host drive and image drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected